Manufacturer narrative:
Device 1 of 5. E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with five infusions sets were fell off during use on (B)(6) 2024. The infusion set was in use for one day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.